Event description:
According to the event description: "chemotherapy scheduled to run in 90 minutes ended with just 1 hour of administration."

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Analysis of use history: the user did not provide the date of the occurrence. However, he reported that there was a 90-minute infusion schedule. No 90-minute infusion schedule was recorded in the usage history. Most of the schedules on the last day of use of the equipment were for 1 hour and there was one for 30 minutes. We analyzed the last infusion performed on (B)(6) 2024. 31ml was programmed for infusion at a flow rate of 31ml/h, infusion time 1 hour. The infusion was started by the user at 16:29:09 and was completed by him at 17:27:03; the total volume infused was 29.95ml. We did not evidence any infusion error. Visual analysis: the equipment has a normal used appearance. Conclusion: when analyzing the usage history, we did not find the programming informed by the user or any error in the infusion time. The user reported that the equipment was presenting an error of -33.33% in the infusion time. However, the result of the functional test showed that the error in the accuracy of the infusion time and volume are within the accuracy limits specified for the equipment, which is +-2%. Technical complaint of error in the infusion time not confirmed.